Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support department on 10/04/2024 that the liberty select cycler (cyc) alarmed with a m31 air detected in cassette warning in dwell 3 of 4. The patient was connected during incident, and fluid was seen in the connector to the bag. The patient line (pl) and heater bag (hb) was securely connected; however, the supply bag (sb) was not securely connected. Fluid was not discovered in the pump module area, nor discovered on the external of the cassette. Fluid leaked from the connector to the bag. There were alarms/warnings prior to leak. Fluid continued leaking from the tubing after tightening the connection. The patient tightened connection of the sb and cyc moved forward. Per patient they have enough solution in the hb for next two fills. The technical support representative advised patient to clamp sb line to avoid fluid leaking since patient mentioned after tightening, fluid was still leaking. Upon follow-up conducted on 10/08/2024 the patient peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing manual peritoneal dialysis therapy if necessary. Additional information about the reported leak was requested, however the pdrn was not able to provide any further details.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support department on (B)(6) 2024 that the liberty select cycler (cyc) alarmed with a m31 air detected in cassette warning in dwell 3 of 4. The patient was connected during incident, and fluid was seen in the connector to the bag. The patient line (pl) and heater bag (hb) was securely connected; however, the supply bag (sb) was not securely connected. Fluid was not discovered in the pump module area, nor discovered on the external of the cassette. Fluid leaked from the connector to the bag. There were alarms/warnings prior to leak. Fluid continued leaking from the tubing after tightening the connection. The patient tightened connection of the sb and cyc moved forward. Per patient they have enough solution in the hb for next two fills. The technical support representative advised patient to clamp sb line to avoid fluid leaking since patient mentioned after tightening, fluid was still leaking. Upon follow-up conducted on (B)(6) 2024 the patient peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing manual peritoneal dialysis therapy if necessary. Additional information about the reported leak was requested, however the pdrn was not able to provide any further details.